Event description:
It was reported that a tip separation occurred. A savion flx guidewire was selected for use. During preparation outside the patient, the physician attempted to gently shape the distal tip. No strength was used and no resistance was felt while trying to shape the tip; however the distal tip broke and tore apart. The product was not used inside the patient and there were no patient complications reported.

Manufacturer narrative:
Event date was approximated. Device evaluated by MFR: the unit was returned with its original pouch and has distal tip damage. The device was broken 183.2 cm from proximal to the broken section, overall should be 185 cm. The other part of the wire was not returned. On the other hand, the device was kinked at the distal tip. Overall length inspection couldn't be performed due to the condition of the device. Outer diameter dimensional inspections of the distal tip, middle of the device and proximal section were all within specifications.

Manufacturer narrative:
Event date was approximated.

Event description:
It was reported that a tip separation occurred. A savion flx guidewire was selected for use. During preparation outside the patient, the physician attempted to gently shape the distal tip. No strength was used and no resistance was felt while trying to shape the tip; however the distal tip broke and tore apart. The product was not used inside the patient and there were no patient complications reported.